Manufacturer narrative:
The reported field event of an output anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
Correction: it was reported that inhibition of pacing was observed on two occasions. The patient is pacemaker dependent. The device was explanted and replaced due to the advisory. No adverse consequences to the patient. The patient was stable and discharged.

Manufacturer narrative:
(B)(4). Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted. (B)(4).

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.